Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for one patient who has been diagnosed with sudden cardiac arrest. The following data was provided: result on (B)(6) 2025 was 254.5.0 ng/l, tested using a siemens assay was 5.3 ng/l; result 3 hours later was 103.3 ng/l, tested using a siemens assay was 4.9 ng/l; result on (B)(6) 2025 was 232.7 ng/l, tested using a siemens assay was 4.9 ng/l; result 3 hours later was 117.1 ng/l, tested using a siemens assay was 5.6 ng/l. The patient was tested at a different facility on a triage meterpro and the result was 2.8 ng/l. The patient¿s previous results were provided: (B)(6) 2025 was 245.0 ng/l; (B)(6) 2025 was 254.8 ng/l; (B)(6) 2025 was 218.4 ng/l; (B)(6) 2025 was 260.3, 3 hours later was 223.8 ng/l; (B)(6) 2025 was 103.5; (B)(6) 2025 was 101.5 ng/l. It was noted that the patient had to have their blood draw multiple times due to the difference in results between platforms. There was no other impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for the lot are within the established limits and comparable to the historical reagent lot performance. A review of tracking and trending for the product and the lot did not identify an increase in complaint activity. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency for the alinity I stat high sensitive troponin-I, lot number 76542ud00, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21 (alinity I stat high sensitivity troponin-I), and a 510k number of k202525.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for one patient who has been diagnosed with sudden cardiac arrest. The following data was provided: result on (B)(6) 2025 was 254.5.0 ng/l, tested using a siemens assay was 5.3 ng/l; result 3 hours later was 103.3 ng/l, tested using a siemens assay was 4.9 ng/l; result on (B)(6) 2025 was 232.7 ng/l, tested using a siemens assay was 4.9 ng/l; result 3 hours later was 117.1 ng/l, tested using a siemens assay was 5.6 ng/l. The patient was tested at a different facility on a triage meterpro and the result was 2.8 ng/l. The patient¿s previous results were provided: (B)(6) 2025 was 245.0 ng/l; (B)(6) 2025 was 254.8 ng/l; (B)(6) 2025 was 218.4 ng/l; (B)(6) 2025 was 260.3, 3 hours later was 223.8 ng/l; (B)(6) 2025 was 103.5; (B)(6) 2025 was 101.5 ng/l. It was noted that the patient had to have their blood draw multiple times due to the difference in results between platforms. There was no other impact to patient management reported.